Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device cubies did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 row b was not detected on the bus and required maintenance. A field service engineer (fse) guided the customer through rebooting the machine and verifying its operation. The issue was resolved after the customer rebooted the system.